Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was pulled from the pump. Customer¿s blood glucose level was not adversely impacted. Customer changed supplies and resumed insulin therapy.